Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver displayed err67. No additional event or patient information is available. The complaint device was received. Results are pending completion of evaluation. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms were observed. The reported event of an error icon displayed was confirmed. A root cause could not be determined.